Event description:
The customer reported an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, snubber board, filament drive, generator drive, and the high voltage supply regulator were replaced during the service call. The system was tested and found to be working as intended and put back into service.